Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 through december 2019.

Event description:
During a lap choli procedure, the doctor was attempting to remove the gallbladder using the 2ezee bag. While pulling on the bag, the bottom portion of the bag broke spilling the contents back into the cavity. The tissue was removed manually.